Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, 120watt holmium laser unit was used and the settings were reported to be "with the total energy of 4.6kilojoules." According to the complainant, during the procedure and inside the patient the fiber body broke. There were no fiber fragments that fell inside the patient. The physician removed the broken fiber and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The fiber was returned broken into two pieces. The first piece measured approximately 244 cm from the top of the connector to the break. The second piece measured approximately 73 cm from the break to the distal tip. There was no damage to the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the "attach laser fiber" message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam seen exiting the break. As a result, effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, 120watt holmium laser unit was used and the settings were reported to be "with the total energy of 4.6kilojoules". According to the complainant, during the procedure and inside the patient the fiber body broke. There were no fiber fragments that fell inside the patient. The physician removed the broken fiber and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.